Manufacturer narrative:
The insulin pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
Customer's mother reported via phone call the insulin pump had physical damage. The customer's blood sugar was 200mg/dl at the time of call. Trouble shooting was performed and found the clear plastic ring of the reservoir was missing. The reservoir is unable to lock into place due to the missing ring. Advised the device will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.